Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs), the nose cone caught the edge of the valve. The valve dislodged resulting in severe paravalvular leak (pvl). A second valve was implanted valve-in-valve successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.